Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited unspecified oversensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.